Manufacturer narrative:
H.6. Investigation summary: two open 32g x 4mm pen needle sample was returned from lot. No. 8282614, cat. No. 320566. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As the samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see section h.10

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap was unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: pir3007901: non-patient side needle missing. A patient complains about needle clogging. When affected sample was received, non-patient end needle was missing. Pir3007902: non-patient side needle bent. A patient complains about needle clogging. When the affected sample was received, non-patient end needle was bent. Patient well knows how to attach the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap was unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: pir 3007901: non-patient side needle missing. A patient complains about needle clogging. When affected sample was received, non-patient end needle was missing. Pir 3007902: non-patient side needle bent. A patient complains about needle clogging. When the affected sample was received, non-patient end needle was bent. Patient well knows how to attach the needle.